Event description:
It was reported that a balloon rupture and vessel dissection occurred. The target lesion was located in the subclavian vein. The 12.0 x 40, 75cm gladiator¿ balloon catheter was advanced to dilate the lesion; however, the balloon burst in a circumferential tear at 15 atmospheres in an unspecified number of inflation. An additional sheath was placed to retrieve the balloon; however, when the balloon was pulled out from the sheath, it slightly opened up the vein access plaque and an additional bleeding occurred. A secondary puncture was then created within the vein distal to the initial site to place a 14 fr sheath and to retrieve the balloon. The device was completely removed from the patient and the procedure was completed with a different device. No further patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that a break occurred in the shaft a complete balloon circumferential tear was noted in the balloon. A complete balloon circumferential tear was located in the proximal transition zone. Another detached section of balloon material was returned which measured 3.5cm in length. An examination of this section confirmed that a longitudinal tear was present along the length of this section of balloon. The distal section of the balloon tear was pulled out over the tip. No other tears were identified with this balloon section. A break was noted in the shaft at 1.4cm distal to the strain relief. The shaft inside the balloon was severely stretched down and as a result the proximal and distal markerbands were free moving along the stretched down shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon ruptured after the balloon had been inflated above its rated burst pressure. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture and vessel dissection occurred. The target lesion was located in the subclavian vein. The 12.0 x40, 75cm gladiator¿ balloon catheter was advanced to dilate the lesion however, the balloon burst in a circumferential tear at 15 atmospheres in an unspecified number of inflation. An additional sheath was placed to retrieve the balloon however when the balloon was pulled out from the sheath, it slightly opened up the vein access plaque and an additional bleeding occurred. A secondary puncture was then created within the vein distal to the initial site to place a 14 fr sheath and to retrieve the balloon. The device was completely removed from the patient and the procedure was completed with a different device. No further patient complications were reported and the patient's condition was fine.